Manufacturer narrative:
Follow-up #1: date of submission 05/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/22/2014 with the following findings: the battery compartment was cracked at the opening of the battery chamber. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. There was no issue with a loss of power. No evidence of moisture damage was found in the battery compartment. Unrelated to the casing issue, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the battery compartment had a crack. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).